Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: 6/14/2021. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: after the visual evaluation performed the following are the observations: the iol was damaged, cut in two (2) pieces and one (1) of the haptic was detached. Viscoelastic residues were observed in the device. The plunger and push rod were observed in advanced position. The complaint issue reported ¿haptic detached¿ was verified. However, due condition in which the sample was returned is consistent with a product that was handled and prepared for a surgical process. No product quality deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/weight/ethnicity: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Mail address: unknown/not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) while being inserted into the patient's right eye, the haptic was torn off. The lens was cut out and replaced with a same diopter iol. It was noted that there was no incision enlargement. The patient has recovered post-op. No other information was provided.